Event description:
Medtronic received info that during the procedure, this pericardial sump's tip became caught in the heart behind the papillary muscle, the weighted metal coil had to be fished out and retrieved from the pt. There were no adverse pt effects reported. The device was not returned to medtronic for analysis and the lot number was unable to be obtained.

Manufacturer narrative:
Eval method codes: other = device history review could not be performed, since the lot number could not be obtained. Result codes: other = eval of the device could not be performed, since the device was not returned for analysis. Analysis: analysis could not be performed since the product was not returned to medtronic for eval. Conclusion: based on the info provided by the clinician, this event was caused by user error. As the indications for use (IFU) describes, "these sumps are intended for draining the pericardial sac", indications, page 4. In addition, it states the following within the contraindications section on page 4: "the pericardial sump (#12010, #12011) is not intended to be placed through a valve to drain a closed cardiac chamber." Furthermore, the IFU states: "valve damage may occur if the pericardial sump (#12010, #12011) is passed through valve leaflets.", adverse effects, page 4. A review of the outer packaging/label of this model sump confirms the contraindications and adverse effects verbiage, as stated above, is prominently displayed (front) with bold red font.